Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was moderately angulated aortic neck. The stent graft was flowered where the physician intended; however, when the physician was positioning the stent graft just below the renal arteries, the stent graft was inadvertently pulled into the aneurysm. The physician believes that the cause of the device being inaccurately placed was due to the blood flow and the patient's moderately angulated aortic neck. The physician successfully placed an aneurx aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Patient code 2200 labeled yes. Device code 2339 labeled yes.